Event description:
A call to technical services was made on 5/11/2013 stating that this lead was experiencing loss of capture. As stated by technical services does not know why there was an apparent loss of capture. Caller stated patient was also seen in the office on (B)(6) and the threshold at that time was 1.4 v @ 0.5 ms. Technical services stated that there is no indication on the strip as to what would have caused the loss of capture. The pause is less than 1.5 sec in duration. Patient does not recall anything from this event. Clinician reports that the patient does work on cars and has been warned in the past not to work on running motors. No further events noted since this one. The physician was dr. (B)(6) at (B)(6) in (B)(6), ny. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).